Event description:
It was reported the healthcare provider (hcp) stopped doing pumps and was transferring their patient, but they were unable to get in touch with this patient because he would not return their calls. It was noted a couple of weeks ago the hcp started getting calls from the patient¿s primary care provider (pcp) and were informed that the medication in the pump had ran out and the patient had been in the hospital on (B)(6) 2014 due to withdrawal and the patient was given percocet. It was believed the pump should have been filled in january or february. It was also reported a week prior to this report was when they received the call from the patient¿s pcp that was now willing to take over managing the patient¿s pump. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).